Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead has high impedances and was found to be fractured. As a result the lead was capped and replaced with another lead. No additional adverse patient effects were reported.